Event description:
The patient called requesting information on rejection/ infection rate of medpor implants. The patient had received a lower eye lid spacer in patient's right eye and the implant had extruded through the skin slightly. The patient returned to the doctor who performed patient's original surgery and the doctor removed the exposed portion of the implant and closed the site. The patient continued to have problems and had to use drops. The patient had the implant removed. The patient contacted another doctor who suggested a hard palate graft as a correction option. The doctor had performed two surgeries on the patient to place cartilage grafts in patient's lower eyelids along with other procedures to correct areas not related to the lower eyelid. The doctors stated that as far as the area where the medpor implant had been the patient is okay.